Event description:
It was reported that an asymptomatic patient presented for a follow-up in the clinic with pocket erosion and experiencing yellowish drainage from the implant site. The device was eroded through the lateral side of the pocket, and a small amount of the leads are visible as well. The physician removed the active system - pacemaker, right atrial lead, and right ventricular lead due to the infection, and a temporary pacing support through the right internal jugular vein was placed. The patient was in stable condition throughout.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.